Event description:
A user facility reported to olympus that they experienced intermittent video and image loss and attributed the problem to a connector. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; the image was intermittently lost and the cause assigned to a connector. The investigation is ongoing and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The exact event date is unknown, however, it is within 2-3 days of the date reported to olympus. The intended procedure is unknown; the procedure was completed. There was no patient injury that occurred associated with the event. The device was inspected during setup with no irregularities noted.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and additional event related information. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A definitive root cause was not identified. Based on the results of the device evaluation and available information, the investigation determined the likely cause of the reported event was failure of the video connector due to wear associated with long-term repeated use.